Event description:
It was reported that patient underwent a right total shoulder arthroplasty on an unknown date in 2002. Subsequently, a revision was performed on (B)(6) 2014 due to glenoid wear and glenoid bone deficiency. During the revision, the humeral head and glenoid were removed and replaced with a biomet humeral head and competitor glenoid.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a right total shoulder arthroplasty on an unknown date. Subsequently, a revision was performed on (B)(6) 2002 for unknown reasons and patient received a bio-modular humeral head. Subsequently, a second revision was performed on (B)(6) 2014 due to glenoid wear and glenoid bone deficiency. During the revision, the humeral head and glenoid were removed and replaced with a biomet humeral head and competitor glenoid.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under warnings, number 12 states, ¿accelerated wear of glenoid articular cartilage.¿